Event description:
Patient called reporting service error code with wrench icon/device needs service alert. Troubleshot by removing battery and therapy cable from monitor, inspected therapy cable for visible damage, and attempted multiple powercycles/reseats. Patient reported visible twisting near base of therapy cable though no cuts/tears noted. Wcd role in the event is pending evaluation of to-be-returned device.